Event description:
A canadian customer stated that his blood glucose was tested using a lab test and the result was 6.7 mmol/l (121 mg/dl). A few minutes later, he tested his glucose using his contour meter and received a reading of 16.1 mmol/l (290 mg/dl). The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The meter and test strips are to be returned for eval. Replacement products were sent to the customer.